Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose level was 536 mg/dl at the time of incident and current blood glucose 380 mg/dl and also had diabetic ketoacidosis. The customer was treated with insulin pump and syringes. It was reported that the customer was exposed to magnetic field. The customer was wearing the insulin pump prior during the hospitalization. The customer was advised to change entire set, reservoir and insulin and treat as per health care professional¿s recommendation. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.